Event description:
A peritoneal dialysis patient called fresenius technical support and said he was trying to setup the cycler and was getting the m01-21 alarm and he re-booted the cycler a couple of times and unplugged it and was still getting the alarm. Info was also received about a cassette leaking with this cycler and peritonitis.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection revealed dried fluid inside the cassette compartment and underneath the mushroom heads. There was visual evidence of dried fluid in the pneumatic tubing and the pump body. Due to the dried fluid in the pneumatic tubing and pump body the cycler could not maintain normal operating pressure resulting in multiple m01-21 alarms. The reported symptom was confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments, or comments noted in the device records. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance assoc med dir, the patient's peritonitis was likely related to touch contamination. The patient reported that the cassette leak occurred more than two days and possibly up to one week before the patient developed peritonitis. This makes it less likely that the peritonitis was related to the reported leak. The involved cassette was discarded by the patient and therefore the nature of the reported leak cannot be evaluated or confirmed. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 and (B)(6) 2013.